Event description:
According to the available information, the prosthesis was implanted seven months ago. The prosthesis never worked after the operation. The device was explanted and replaced. When it was removed, the reservoir was empty but not leaking. The implant tubing was broken on the cylinder side; the other side was cut off for removal. This incident caused the patient significant emotional distress, particularly in terms of the waiting time for scheduling and the need to restart the entire treatment process, including the surgical procedure.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tubing of cylinder 1. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 1. A separation of this type could then allow the loss of fluid, making the device inoperable. The reported complaint is identified in the risk management documentation excluding emotional distress. There are no clinical studies, literature, or data to support a specific causal relationship between titan and emotional distress. It is a secondary/subsequent or cascading effect(s) of the surgical failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the prosthesis was implanted seven months ago. The prosthesis never worked after the operation. The device was explanted and replaced. When it was removed, the reservoir was empty but not leaking. The implant tubing was broken on the cylinder side; the other side was cut off for removal. This incident caused the patient significant emotional distress, particularly in terms of the waiting time for scheduling and the need to restart the entire treatment process, including the surgical procedure.